Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) without any display anomalies due to corrosion around the battery connectors. In addition to this, there is corrosion and rust inside the battery compartment as well as on the battery board underneath it. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had a broken force sensor was detected during seating or regular delivery error alarm and had partial display. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.